Manufacturer narrative:
The user reported door handle issue was confirmed. The pump was found to have a bent door handle. The pump was also found to have a flow rate issue, a wireless connection issue, and an occlusion issue; neither of them is related to the reported issue. The pump was repaired and tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00069). This follow-up provides the testing results of the affected device.

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the pump.

Event description:
The user reported that the door handle of a pump was bent. No patient was involved in this case.